Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The customer¿s complaint of no image was confirmed. This was attributed to the shorted cable and device failed leak test due to a small cut on cable. The cause can be attributed to component failure. Root cause for the component failure cannot be conclusively determined. The likely cause is user handling. Cleaning, sanitizing, sterilizing, and storing this product together with tweezers, forceps, and scalpels may have scratched the cable, causing moisture to penetrate the cable, which in turn short-circuits the electronic circuits and renders the image unavailable. The instructions for use (IFU) includes: do not wash, sanitize or sterilize this product with tweezers, forceps, scalpels, etc. If it is, this may cause water leakage through the camera cable and damage the internal electrical circuitry of the product.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed shorted cable and unit failed leak test due to a small cut on cable. Listed parts were to be replaced. The cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that the device produced no image. There was no patient injury reported.